Manufacturer narrative:
(B)(4).

Event description:
Patient contact dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and smart device that occurred on (B)(6) 2016. Patient was advised to forget all other bluetooth devices, disable then re-enable bluetooth, close all background applications and if unsuccessful within 5 minutes, reboot the smart device. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 05/21/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.